Manufacturer narrative:
Product complaint # (B)(4). Batch # p57n13. Additional information inadvertently left off of initial. Additional information was requested and the following was obtained: can you please clarify how many complaint devices were used in the procedure? 1st firing, could not squeeze down the trigger, the same device, tried again to clarify, when the event description states ¿tried to 2nd firing¿ was this with the same device as would not fire? Pls refer the the above explanation or was a second device being used for ¿tried to 2nd firing¿? What healthcare professional fired the device and what is his/her experience with the device? Experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unk. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? Yes. Were the donuts inspected? If so, please describe. Unk. Was a complete transection of the cutting washer visually confirmed? Yes, cut off can you please describe any staple formation issues in addition to incomplete staple line? Good. Can you please clarify what was meant by ¿some staples fell off¿? Some staples on tissue not in the tissue. Were there any patient consequences? If yes, please describe. No. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damaged on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # p57n13. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an endoscopic rectal surgery, could not fire. "Tried to 2nd firing," after fired with audible feedback, and noted incomplete staple line. Some staples fell off. Suture was used to oversew. There was no patient consequence reported. No additional information can be provided.